Event description:
Reference number: (B)(4). Event occurred in the united state. It was reported that the patient experienced an insulin flow blocked alarm due to occlusion event on 03-dec-2025. Since infusion set was in use for one hour to less than one day. Due to occlusion issue, patient's blood glucose level was high and was treated with correction bolus using the pump. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 3. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyse a particular item. Investigation in progress.